Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys anti-hav ii (anti-hav g2) assay on a cobas 6000 e601 immunoassay analyzer. Initial result: 0.782 coi. 1st rerun result: 0.764 coi. Since the results did not match the patient's clinical history, the customer performed a liquid flow cleaning on the instrument, re-calibrated, and reran qc. The patient's sample was then rerun. 2nd rerun result: 1.18 coi. The 2nd rerun result was deemed to be correct as it matched the patient's clinical picture.

Manufacturer narrative:
Qc was out of range on the day of the event. After doing test re-calibration, the qc was within range. The cause was unclear and the customer mentioned the bad quality of the external water source. The field service engineer performed decontamination of the instrument. He also did preventive maintenance. The customer was advised to do the daily maintenance, check the conductivity of the water, and install another water filtration system to prevent the issue from happening again. The service actions (decontaminating the instrument) resolved the issue. The investigation did not identify a product problem.